Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that two rings are broken off from the inside of the trial 12/14 fem head 36mm +0. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a thr surgery, the ring of a trial 12/14 fem head 36mm +0 broke off. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.